Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. 27apr2026: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "we received two notifications from the hemodynamics team related to the same batch. According to the report, two embolization attempts were performed on the same patient, without success, due to material failure. In a third attempt, using the same product from the same brand but a different batch, the procedure was successfully completed." Incident report form submitted for this complaint indicates that no patient injury was sustained. 27-apr-2026 - additional information received from the issuer: what were the products used with the magic? Hybrid microguide 0.010" 305 cm; transend microguide 0.010" 205 cm. What caused the magic rupture? It was not possible to identify the specific cause of the failure during the use of the material. The report was sent precisely because of the incidents recorded by the care team, in order to allow for a technical analysis by the manufacturer, considering that this is an evaluation that requires specialized investigation of the product. The following is part of the procedure description that mentions the incident with the equipment: "digital angiography of the vertebral and common/internal/external carotid arteries on the right was within normal limits. The same procedure was performed on the right side, where microcatheterization was done with the magic 1.5f 160 cm microcatheter, which presented a defect near the proximal hub. There was difficulty in advancing the hybrid 0.010" 305 cm microguide, which was damaged by the alteration of the microcatheter." A new magic 1.5f microcatheter with a transend 0.010" 205 cm microguide was opened and advanced to the distal segment of the superior trunk of the ammd. A control microselective angiography was then performed before embolization, where a rupture in the distal mid-segment of the microcatheter was identified. We stopped the procedure without any complications. At the end, all systems were removed. The patient did not experience any changes in the monitoring to which he was subjected throughout the surgical procedure. The attempted endovascular surgery was well tolerated. Currently, the patient is hospitalized in a ward bed, has multiple comorbidities, was admitted for headache, general malaise, and mental confusion, and his general condition is stable. As reported in the procedure description, despite the mentioned problems with the material, there were no complications for the patient."